Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. A quality notification related to the reported defect was initiated during the build of this lot, however without a sample we cannot confirm that this failure was related to that notification. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by customer that unable to use needle, concern about sterility and not a straight needle. Complaint via email. We have received the below product problem report. Ref#: (B)(4) has been assigned to this issue. Upon completion, please provide a quality investigation letter detailing your findings. Samples disclaimer: if samples are indicated as available below and you require them for your investigation, you must provide return instructions within 2 business days if you wish, to support. Sample requests that are not timely are the responsibility of the vendor and must be requested directly from the reporter below. Please advise on next steps for quality investigation and customer resolution: product problem report product information product code: 305787 product description: syringe & needle 3cc 25g x 1in lot/serial#: (B)(6), expiry date: 2029-07-31, problem information, product concern ticket number: (B)(4), date of incident: on (B)(6) 2026 concern description: unable to use needle, concern about sterility and not a straight needle occurrences: 1 each, sample information incident samples: 0 representative samples: 0, no, adverse event reported.